Manufacturer narrative:
This report is for an unk - insertion instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the sternal bands ( zipfix ) didn't fix properly and the applicator was also not working properly. Procedure was completed successfully without any surgical delay. This report is for one (1) unk - insertion instruments: trauma. This is report 1 of 1 for complaint (B)(4).